Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their evis exera iii video system center did not display an image. The event occurred during preparation for use in an unspecified procedure there was no reports of death, harm, or injuries related to this event.

Event description:
The therapeutic procedure was not performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct the device evaluation. Section b5 was updated with additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.